Event description:
Customer reported the insulin pump alarmed motor error during bolus. Customer states he does not want the device replaced like two previous times. Customer was advised about false motor error alarms occurring, if customer tried to see the sensor glucose graph while bolusing. Customer declined replacing the device and will monitor the device. Customer also mentioned the device alarmed no delivery. Customer's blood glucose was unknown. Alarm and possible causes were explained to customer. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.